Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Adding concomitant list. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary background: it was reported that on (B)(6) 2019, during an open reduction and internal fixation of the right femur, the driving cap was broken leaving the threads in the insertion handle, both parts were unusable. The procedure was completed successfully by helding the driving cap in place to complete the implantation. The fragments of the broken device were not generated. There was no surgical delay and no patient consequence reported. Concomitant device reported: insertion handle ( part# 03.033.001, lot# unknown, quantity 1). This complaint involves one (1) device. Investigation flow: damage. Visual inspection: the driving cap/threaded (part # 03.010.523 lot # unknown) was not returned and instead the investigation will be done based on the supplied image(s) from the attachments (2 image(s) from the attachment(s) located in notes & attachments section of the product complaint). The image(s) was reviewed and the complaint condition for broken was confirmed as the image provided shows threaded distal tip broken off at the most proximal thread form. As the instrument(s) was not returned and received, dimensional, material or drawing reviews are not applicable. The device had surface scratches along the shaft and several dents on the top of the proximal head from hammer blows. These cosmetic issues are consistent with normal wear. No other issues were identified with the device. The condition in images provided is consistent with the complaint condition thus the complaint is confirmed. Dimensional inspection: not applicable document/specification review: during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Manufacturing record evaluation: a manufacturing record evaluation could not be completed as the lot number was not provided. Conclusion: the complaint condition is confirmed for the driving cap/threaded (part # 03.010.523 lot # unknown) as the threaded distal tip was broken off at the most proximal thread form. While no definitive root cause could be determined, it is possible the device encountered unintended forces during use (off-axis or excessive hammer blows based on the numerous dents on the proximal surface). There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings pie-1565883 has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within pie-1565883. Sustaining engineering ticket # 345154 as also been opened to address this issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot null, device history batch null, device history review a manufacturing record evaluation could not be completed as the lot number was not provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an open reduction and internal fixation of the right femur, the driving cap broke leaving the threads in the insertion handle. Both parts became unusable. The procedure was successfully completed by holding the driving cap in place to complete the implantation. No fragments were generated. There was no surgical delay and no patient consequence reported. Concomitant device reported: insertion handle ( part# 03.033.001, lot# unknown, quantity 1). This report is for one (1) driving cap/threaded. This complaint involves one (1) device. This is report is 1 of 1 for (B)(4).